Event description:
During procedure, a 15mm endocatch bag was used for the extraction of the patient's uterus via the vagina. During the procedure, the bag did not fully deploy when initially utilized. This was then followed by the metal rim releasing in the peritoneal cavity, the bare metal tips were identified by clinical staff to be jutting out awkwardly before the bag was completely cinched. As the endocatch bag was being removed vaginally, the jutting bare metal tips caused trauma along the vaginal canal creating a laceration of the tissue. Staff noted that the vaginal laceration was not significant but the patient was taken back to the pacu [post anesthesia care unit] after the bleeding increased in recovery and had to go back under anesthesia for suturing of the laceration.